Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. We were unable to perform operating currents, self- test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer stated the pump was dropped in the water. The customer's blood glucose was unknown. The customer stated the display went blank immediately after pump was exposed to water. The customer was advised to discontinue use of pump and revert to back up plan.